Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was a bluetooth connection issue between the transmitter and g5 mobile application. No additional patient or event information is available. No product or data was provided for evaluation. The reported bluetooth connection issue between the transmitter and g5 mobile application could not be confirmed. A root cause cannot be determined.